Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that while the pt was at home, he experienced the pump changing from fixed mode to auto mode with activity. The pt noticed significant increase in rate while in auto mode and had difficulty managing blood pressure. An echocardiogram test confirmed an incompetent inflow valve.

Manufacturer narrative:
The pt remains stable on lvad support at this time. No further info is available at this time.